Event description:
It was reported that a spectrum pump had an inoperable keypad where the 0 and 1 keys were not working. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad where the 0 and 1 keys were not working, which was experienced during eval. The 0 and 1 keys were working intermittently. The remaining keys were tested and functioned as expected. It was found to be caused by a failed keypad. The front case (including the keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.